Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a superior hypophyseal aneurysm. It was reported that a pipeline was implanted in the patient on (B)(6) 2012. On a follow up magnetic resonance imaging (MRI), the patient was observed to have diffusion weighted imaging (dwi) hits on both the left and right sides of the brain. It was noted that the procedure was done on the right side and fewer dwi hits were observed on the left side. The physician hypothesized that this may have been a consequence of an aortic arch disease. The patient was reported to have weakness on the left side (some of which is due to a previous stroke). On follow up on (B)(4) 2012, the patient was reported to be doing fine.